Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil had migrated/migration of the device:uterus/ the right coil was in my uterus") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, cholecystectomy and arthritis. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics and dysmenorrhea. Concomitant products included aluminum magnesium hydrate, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) since 2012, promethazine and sodium chloride. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("menstrual cramps"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 8 days after insertion of essure. In 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, headache, migraine, weight increased, female sexual dysfunction and urinary incontinence had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date, also reported as on (B)(6) 2015. It was reported that her all injuries was stopped. Discrepancy noted in insertion date. Previously reported as: on (B)(6) 2014. In current follow up reported as: 09oct2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: result: my left fallopian tube was blocked and the right coil was in my uterus. Essure device had successfully occluded the left fallopian tube, but the right coil had migrated. The right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. It was reported that one of my fallopian tube were blocked and the right coil was behind my uterus; on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: results not provided. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet- events depression and mental anguish were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil had migrated/migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), dysmenorrhoea ("menstrual cramps") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Diagnostic results: on or about (B)(6) 2014, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device had successfully occluded the left fallopian tube, but the right coil had migrated. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil had migrated/migration of the device") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics and dysmenorrhea. Concomitant products included paracetamol (tylenol) since 2012. On (B)(6) 2015 , the patient had essure inserted. In (B)(6) 2015 the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual cramps"), dyspareunia ("painful intercourse"), headache ("headaches"), migraine ("migraines") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 13-oct-2016. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, headache, migraine and weight increased had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date, also reported as (B)(6) 2015. It was reported that her all injuries was stopped. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) on or about (B)(6) 14, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device had successfully occluded the left fallopian tube, but the right coil had migrated. As per hysterosalpingogram - the right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. It was reported that one of my fallopian tube were blocked and the right coil was behind my uterus. Most recent follow-up information incorporated above includes: on 3-jul-2018: concomitant drug was added. Added events migraines / headaches, weight gain / loss specify which one: weight gain. Added onset date of events and outcome of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil had migrated/migration of the device") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, drug allergy, drug allergy and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"), dysmenorrhoea ("menstrual cramps") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in implant date, also reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) on or about (B)(6) 2014, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device had successfully occluded the left fallopian tube, but the right coil had migrated. As per hysterosalpingogram - the right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographic information, relevant history and concomitant condition added. Essure indication, concomitant medication and explant date added. New events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil had migrated/migration of the device:uterus/ the right coil was in my uterus') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, cholecystectomy and arthritis. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics and dysmenorrhea. Concomitant products included aluminum magnesium hydrate, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) since 2012, promethazine and sodium chloride. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("menstrual cramps"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 8 days after insertion of essure. In 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced migraine ("migraines") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, headache, migraine, weight increased, female sexual dysfunction and urinary incontinence had resolved and the depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date, also reported as (B)(6) 2015. It was reported that her all injuries was stopped. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2014. She received treatment for pain and migration, in current follow up reported as: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result:my left fallopian tube was blocked and the right coil was in my uterus. Essure device had successfully occluded the left fallopian tube, but the right coil had migrated. The right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. It was reported that one of my fallopian tube were blocked and the right coil was behind my uterus.; on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right coil had migrated/migration of the device:uterus") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics and dysmenorrhea. Concomitant products included paracetamol (tylenol) since 2012. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("menstrual cramps"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), weight increased ("weight gain / loss specify which one: weight gain") and female sexual dysfunction ("apareunia"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, headache, migraine, weight increased, female sexual dysfunction and urinary incontinence had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date, also reported as (B)(6) 2015. It was reported that her all injuries was stopped. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded) on or about 16-dec-14, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device had successfully occluded the left fallopian tube, but the right coil had migrated. As per hysterosalpingogram - the right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. It was reported that one of my fallopian tube were blocked and the right coil was behind my uterus. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received: events (apareunia and urinary incontinence) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil had migrated/migration of the device:uterus/ the right coil was in my uterus') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, cholecystectomy and arthritis. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics and dysmenorrhea. Concomitant products included aluminum magnesium hydrate, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) since 2012, promethazine and sodium chloride. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("menstrual cramps"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 8 days after insertion of essure. In 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced migraine ("migraines") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, headache, migraine, weight increased, female sexual dysfunction and urinary incontinence had resolved and the depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date, also reported as (B)(6) 2015. It was reported that her all injuries was stopped. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2014 she received treatment for pain and migration in current follow up reported as: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result:my left fallopian tube was blocked and the right coil was in my uterus. Essure device had successfully occluded the left fallopian tube, but the right coil had migrated. The right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. It was reported that one of my fallopian tube were blocked and the right coil was behind my uterus.; on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: results not provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "genital bleeding ' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium is a metallic intrauterine device') and device expulsion ('right coil had migrated/migration of the device:uterus/ the right coil was in my uterus') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, cholecystectomy and arthritis. Concurrent conditions included abdominal pain lower, stress urinary incontinence, migraine headache, arthritis, back pain, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics and dysmenorrhea. Concomitant products included aluminum magnesium hydrate, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (tylenol) since 2012, promethazine and sodium chloride. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 7 days after insertion of essure. In 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), female sexual dysfunction ("apareunia") and genital haemorrhage ("genital bleeding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, depression, anxiety and genital haemorrhage outcome was unknown and the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, headache, migraine, weight increased, female sexual dysfunction and urinary incontinence had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date, also reported as (B)(6) 2015. It was reported that her all injuries was stopped. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2014 she received treatment for pain and migration in current follow up reported as: (B)(6) 2014. Probable extra uterine right essure coil on hysterosalpingogram and also reported as there was no sign of it being exterior to the uterus event onset date reported as (B)(6) 2014 for events dysmenorrhea, dyspareunia, vaginal hemorrhage, menorrhagia, headache, weight increased, female sexual dysfunction and inertion date is reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result:my left fallopian tube was blocked and the right coil was in my uterus. Essure device had successfully occluded the left fallopian tube, but the right coil had migrated. The right essure insert has become dislodged and the right fallopian tube is widely patent with free spill of contrast into the peritoneum. The left fallopian tube was occluded. It was reported that one of my fallopian tube were blocked and the right coil was behind my uterus.; on (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: results not provided.; on (B)(6) 2015: the right essure insert become dislodged and the right the fallopian tube is patent with free spill of contrast into the peritoneum. Left fallopian tube is occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: mr received. Reporter information, lab data added. Date of insertion, date of removal updated. Events: embedded in the myometrium is a metallic intrauterine device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.